Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-apr-13, additional information was received from the healthcare professional (hcp). The hcp called back and stated the pump had been interrogated and there were no active alerts. It was reviewed how to get logs, but the hcp was not with the patient. It was reviewed that it was unlikely a pump issue, but more likely some sort of issue with the catheter. It was determined the catheter was from another manufacturer. The hcp was redirected to the other manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving floxuridine at an unknown dose and concentration for malignant pain and cancer pain. It was reported that on (B)(6) 2020 there was a volume discrepancy found during refill. The expected volume was 6ml and the actual volume was 15.33ml. The hcp requested troubleshooting on the issue. It was reviewed that the system had two parts and the logs would reveal if something was wrong with the pump. It was reviewed that another company¿s catheter would be considered off label and no troubleshooting would be available for it. The hcp stated that they would bring the patient back in and check the logs. No symptoms were reported. No further complications were reported.